Event description:
It was reported that the helix of a right ventricular leadless pacemaker became extended while mapping for an implant location. The leadless pacemaker was exchanged for another to complete the procedure. Patient did not experience any consequences.